Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that there were high impedances >40,000 ohms. The rep called after hours tech support to report patient had high impedances on contact 8. Patient needed an MRI. Contact 8 was not used in therapy. There were no further complications reported.